Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon inspection of attune knee instruments it was discovered that the femoral sizer had broken off a piece where the spring is located on the front of the sizer. The part was lost in decontamination. The sizer had been used on a previous case with no issues.

Manufacturer narrative:
It was reported that upon inspection of attune knee instruments it was discovered that the femoral sizer had broken off a piece where the spring is located on the front of the sizer. The part was lost in decontamination. The sizer had been used on a previous case with no issues. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.